Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer's blood glucose reading was 142 mg/dl at the time of incident. Troubleshooting explained alarm to customer and was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.